Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-mar-2017, fse arrived at the site to address the reported event. Inspection of the device revealed that the small syringe and sample needle assembly were squeaking loudly. Fse cleaned and lubricated the parts; then powered the device down and back up. The noise apeeared to have subsided. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the small syringe.

Event description:
On (B)(6) 2017, the customer reported squeaking coming from their g8 analyzer on power up and during runs. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.